Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary according to the information provided, it was reported that during the surgery of arthroscopic lip repair of shoulder joint, the metal piece of the device end fell off. Removed it from the patient. The device was received and evaluated. Visual inspection revealed that the metal plate on the active tip is not attached. The piece was not returned. The cable is in good condition as well as the connector and pins. Finally, suction tube shows saline residues. The device was sent to supplier for further evaluation. Supplier evaluation result for vapr tripolar 90 suction elect: the device has not been returned in its original packaging. The device shows evidence of activation with tissue debris being visible. The active tip of the device is confirmed to be missing from the distal assembly.the active has not been returned. The suction tube of the device appears in good condition with only minor evidence of saline residue. The shaft, handle, cable and plug of the device does not show any obvious visible damage and is in an as expected condition. Finally, some marks and damage on the heat shrink. The electrical and functional test was not performed due to device damage. Supplier summary: the complaint of the active tip detaching was confirmed. The device was returned with the active tip missing, the tip itself had not been returned for examination. It appears that the suction tube has eroded at the juncture between itself and the active tip. Similar instances of these types of failures have been observed historically on the cp90 device. The failure mode seen is consistent with other complaint devices investigated under CAPA-101220 which was opened to investigate the occurrence of active tip failures in the field. The possible root cause for this CAPA was identified, please see the attachment ¿CAPA-101220¿. A design change has already been implemented to reduce this type of failure ¿new active suction tube design¿ with revised bridge and smaller cutaway for suction implemented. The design change in july 2015 was implemented to help reduce the number of failures seen in the field not eliminate the issue as there are numerous possible causes. A DHR review has been performed; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter phone number: (B)(6). UDI: (B)(4).

Event description:
Metal piece fell off. It was reported that during the surgery of arthroscopic lip repair of shoulder joint,the metal piece of the device end fell off. Removed it from the patient. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: correction: h6: method codes: it was inadvertently missed on the initial report that a manufacturing record evaluation was performed for the finished device [u1912048] number, and no non-conformances were identified. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.